Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37085-40, serial# (B)(4), product type: extension. Product ID: 37085-40, serial# (B)(4), product type: extension. Product ID 3391s-40, lot# v525595, product type: lead. (B)(4).

Event description:
It was reported 1.5 years prior to report one of the electrodes did not work and so they had to program around it and the patient was able to receive therapy again.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that impedances of electrode pair c-3 was measured to be high at 22,737 ohms. The impedance had been high since implant and the electrode pair was not used for programming.